Manufacturer narrative:
Investigation summary: according to the accuview graph the duration of the study is 48 hours. The study began with a normal 6ph-7ph, there are parts that the ph raised to 8ph value while the patient was in meal symptoms. At 9:58:45am, the ph dropped below 1ph until 8:03:19am. The study ended around 2 hours later, so it seems the capsule detached early. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, capsule detached from the esophagus prior to the end of the procedure. A repeat procedure will be performed. No other known adverse events were reported.